Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was blank. According to the reporter, when he replaced the battery on the subject meter, it beeps and does not display anything. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1: 09/16/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings:the pump was powered on and a blank screen appears with two audible beeps. The device was opened, with no evidence of damage found within. New software was loaded on to the pump and the device powered on and the display screen operated as expected. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.